Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose has also been as low as 29 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they have experienced low blood glucose levels for a month. Customer experienced shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness and fatigue. Customer did not want troubleshoot for low and high blood glucose any further as it stresses them out. Customer advised they are waiting to follow up with their healthcare provider to take the proper steps in getting the blood glucose at a proper level.